Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a rtha with abgii modular in (B)(6) 2011 experienced osteolysis, necrosis, adverse local tissue reaction and pain. Plaintiff underwent girdlestone surgery on (B)(6) 2021. During the procedure it was noted ¿posterior wall was quite deficient, the superior dome was intact but there was a medical wall defect¿¿. ¿the modular neck was removed¿and found to be coated with black material. Severe bone destruction was noted around the acetabular at this time.¿ ¿in (B)(6) 2021, the plaintiff underwent a surgery to attempt to implant an artificial pelvic model. However, this procedure was unsuccessful and the plaintiff has been left wheelchair bound.¿

Manufacturer narrative:
Reported event: an event regarding altr involving an unknown abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding altr involving an unknown abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with (B)(4). Conclusions: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a rtha with abgii modular in june of 2011 experienced osteolysis, necrosis, adverse local tissue reaction and pain. Plaintiff underwent girdlestone surgery on (B)(6) 2021. During the procedure it was noted ¿posterior wall was quite deficient, the superior dome was intact but there was a medical wall defect¿. ¿the modular neck was remove and found to be coated with black material. Severe bone destruction was noted around the acetabular at this time.¿ ¿in december of 2021, the plaintiff underwent a surgery to attempt to implant an artificial pelvic model. However, this procedure was unsuccessful and the plaintiff has been left wheelchair bound.¿